Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple air and pressure alarms occurred during a routine hemodialysis treatment. Rinseback could not be completed due to clotting of the system, resulting in an estimated blood loss of 170cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not following air removal procedures as instructed in the user's guide, which states to use a 20cc syringe, and not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not returned for evaluation. The exact cause of the air and pressure alarms cannot be determined. Air was visible in the lines indicating that the cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding air removal procedures. Nxstage medical considers this report closed. No additional information will be provided.